Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient's abutment fell off resulting in skin overgrowth of the implant site. Subsequently on (B)(6) 2016, the patient underwent a surgical procedure to expose the implant and facilitate placement of a new abutment. The implanted device remains.